Event description:
The company was notified that a surgery performed in 2007 to treat the patient's mastoid infection. During the surgery, the mastoid cavity was cleaned, the implant was repositioned and the electrode array was placed in a new position. Testing performed after surgery confirmed that the patient's device was still functioning appropriately. The patient continues to be monitored by the center.